Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 1/04/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during visual inspection of the pump, it was observed that there were two battery compartment cracks at the threads to the left of the bumper. The battery compartment was also cracked at the threads above the bumper and below the bumper traveling toward case seal. Unrelated to the initial complaint there was corrosion observed inside battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no further evidence of internal moisture.